Event description:
It was reported that during use, the epg (external pulse generator) battery status indicated the need for a battery change. When the battery was extracted, the device suddenly lost pacing, resulting in "tentative arrest." Additional information was subsequently received reporting the pacing loss was for around 10 seconds, then pacing continued, without problem. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.